Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source front panel indicators flashed after start up. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The customer's allegation that the power on the panel was always on and then blinking was confirmed; however, the cause could not be presumed because the reason for the occurrence and the fault area were not confirmed. Olympus will continue to monitor field performance for this device.